Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the none of the buttons of insulin pump was responding. Customer's blood glucose value was 198 mg/dl. Customer stated that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).